Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 504 mg/dl at the time of incident. The customer also state that the insulin pump had drive count/time values or changes incorrect for moving or coasting. Too slow or too fast error and also state that the insulin pump had blank screen. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No blank display or pump error 37 noted during testing, however pump error 37 alarmed in device trace download. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. During visual inspection, electronics stack and force sensor was corroded. Motor had moisture damage. (B)(4).